Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. It was reported that the axios stent was implanted in (B)(6) of 2017. The exact date was not given. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was successfully implanted in a transgastric position to treat a pancreatic won in an endoscopic ultrasound (eus) procedure in (B)(6) of 2017. According to the complainant, post procedure, there were two planned necrosectomies. The first was performed on (B)(6) 2017 with no reported issues. The second necrosectomy was performed on (B)(6) 2017 . During the second necrosectomy a pair of rat tooth forceps that were used for the procedure accidentally got stuck in the saddle component of the stent. After multiple attempts to remove just the forceps, the entire stent had to be removed with the forceps attached. After removal of the axios stent, a different stent was implanted to continue treatment of the patient's condition. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.